Event description:
Cardiologist attempted arteriotomy closure with techstar xl 6 fr pvs device. Pt has previous fem-fem by pass graft. Cardiologist reported resistance on deployment, but continued to deploy. Backdown of needles to their original position was not successful. Pt was sent for surgical removal of device and replacement of fem-fem graft. Pt tolerated surgery well and did fine afterward. Returned device was evalauted. Review of mfg records for indicated lot revealed no relevant deviations. Inspection of device indicated that there had been resistance to deployment creating high deployment forces. Examination of needles indicated that they encountered something shortly after leaving their slots, which prevented their entry in to barrel. Continued deployment on resistance caused needles to buckle, interfering with successful backdown of needles to their original positions. Instructions for use clearly instruct user to terminate deployment and back-down needle when significant resistance is met on attempting deployment. Failure to terminate deployment and to back down at point of noting resistance can defeat successful backdown. When backdown is successful, device can be removed without requiring surgical intervention. Instructions for use also states that safety and efficacy of device has not been clearly established in pts with puncture sites in vascular grafts.